Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm in 2001. The pt has a history of coronary artery disease, peripheral vascular disease, renal failure, morbid obesity, breast cancer, hypertension, transient ischemic attack, and stroke. The proximal aortic neck measured 2.0 cm x 2.6 cm in its greatest anterior-posterior and transverse dimension. The pt's iliac vessels were reported to be moderately tortuous. It was reported that a CT scan performed two weeks later, demonstrated no endoleaks. The pt presented to the emergency room in 2004 with acute onset of abdominal and back pain. CT scans demonstrated migration of the stent graft, contrast within the stent graft, and contrast posterior and proximal to the stent graft. The physician reported that the likely cause was a type I endoleak and given the amont of retroperitoneal hemorrhage the pt's aneurysm had ruptured. The pt was taken emergently to the operating room for open surgical repair of the aneurysm. During explant the physician noted a large amount of thrombus inside the aneurysm sac. The proximal portion of the stent graft had migrated into the aneurysm sac and the remainder of the stent graft appeared to be well incorporated. No type ii endoleaks were noted. The pt was reported to have been hypotensive throughout the procedure. It was reported that after the successful repair of the aneurysm the pt was transferred to the intensive care unit in critical condition. The pt was reported to have expired the same day due to the ruptured abdominal aortic aneurysm, atherosclerosis and hypertension. The stent graft was not returned to medtronic for evaluation.